Manufacturer narrative:
Visual findings observed sticky residue on the exterior housing and the battery door missing. The warning label is present but peeling off. The moisture indicator label revealed that the unit was exposed to moisture or was immersed in liquid and two of the battery springs are bent. Evaluation of the unit found it did not go into hold and suspend modes when the hold / suspend button was pressed due to speaker stuck at the pcba. Additionally, the tone and volume button did not work when their respective buttons were pressed. If the hold / suspend function does not disengage and becomes stuck on, it could result in the device not alarming as intended, which could contribute to a patient incident. Being that the unit has been in use for over 5 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).

Event description:
(B)(6) is calling about an alarm which does not have a functioning suspend / hold button. The date the issue was discovered is unknown and no patient incident or injury was reported.